Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient's blood glucose (bg) levels reached 25.1 mmol/l (452 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Corrections were unsuccessful in lowering the patient's bg levels. In addition, the patient reportedly had a headache and wasn't feeling well. The mother decided to change the pod. When the pod was removed it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, a new pod was applied. After applying a new pod the patient's bg levels lowered to 9.21 mmol/l (166 mg/dl).